Manufacturer narrative:
According to the intuitive surgical, inc. (Isi) field service engineer (fse), the reported issue was resolved by a power cycle of the system. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the customer encountered a system error while console #2 was not connected. At that time, anesthesia had already been administered and ports were placed. The console had an amber standby light on. The customer turned the console on and it booted up and connected to the system normally. Although the surgeon indicated that they could use the system with only one console, the customer had reportedly elected to convert the case to open surgery due to an unspecified patient anatomy issue. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.